Event description:
It was reported that during insertion with a presep catheter via subclavian, the catheter was able to be inserted into the subclavian easily on the first attempt, the wire was placed without problem, dilated without problem, then when went to advance the triple lumen catheter and it got caught approximately 10 centimeters, and the catheter wouldn't go any further. Attempted for a short time to move the catheter; however, the physician thought that maybe scar tissue was causing the difficulty in advancing the catheter as the patient had several, but stated not too many central lines in the past. A new insertion site was accessed and the catheter was easily inserted again as well as the wire and dilator. However, this time the physician made sure to push the dilator in extra far, then same problem. Catheter would not go past 10 centimeter. Physician was there for about 30 minutes trying to fiddle it and wiggle the catheter through and it wouldn't work. Placed a cook triple lumen, using the same edwards wire that was left in, the cook catheter went in very easily without problem on first attempt.

Manufacturer narrative:
Device was discarded at hospital.the lot number was not provided, therefore unable to review the history record review.